Event description:
Endovascular repair of left popliteal artery aneurysm. Sheath removed using a perclose device, it was done. The first one misfired when it came out. On the second attempt, when trying to put it in, it would not go. A large hematoma was obtained at this time. Because of the hematoma and misfiring of the perclose, the pt was taken to the operating room for removal and repair of the femoral artery.